Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
The report states, "we had a patient with a 40cc iab. There were no problems with the pump/catheter. The patient was stable, the iab was weaned appropriately, and the patient was deemed stable for decannulation. While pulling the catheter, they noted some resistance and when the catheter was removed, they saw a large amount of blood and clots inside the catheter. They achieved hemostasis at the site without any issue but my team was concerned about the catheter". No patient harm or injury. The patient status is reported as "fine."

Event description:
The report states, "we had a patient with a 40cc iab. There were no problems with the pump/catheter. The patient was stable, the iab was weaned appropriately, and the patient was deemed stable for decannulation. While pulling the catheter, they noted some resistance and when the catheter was removed, they saw a large amount of blood and clots inside the catheter. They achieved hemostasis at the site without any issue but my team was concerned about the catheter". No patient harm or injury. The patient status is reported as "fine."

Manufacturer narrative:
(B)(4). The reported complaint for iab "blood and clots inside the catheter" was confirmed based on the customer photo provided with the complaint report. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in helium pathway. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The report states, "we had a patient with a 40cc iab. There were no problems with the pump/catheter. The patient was stable, the iab was weaned appropriately, and the patient was deemed stable for decannulation. While pulling the catheter, they noted some resistance and when the catheter was removed, they saw a large amount of blood and clots inside the catheter. They achieved hemostasis at the site without any issue but my team was concerned about the catheter". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.